Event description:
The device result ws 179 mg/dl compared to a hospital meter of 400mg.dl. The user stayed overnight in the hospital and was given an unknown IV. The device was replaced and requested to be returned for evaluation.